Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and subsequently analyzed. Analysis found no anomalies. Concomitant products: 5076 implantable pacing lead 2011 (B)(6); 4194 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.

Event description:
It was reported that the device could not be interrogated and no magnet tones or pacing were coming from the device. It was also reported that the device may have reached the elective replacement indicator prematurely. The device was explanted and replaced. No patient complications were reported as a result of this event.